Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3d02062 was manufactured on 26/apr/2023, in bodolay line, with a total of (B)(6) market units (mkus). Compliance engineer performed a batch record review on 16/jan/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704761 and manufacturing order (B)(6). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: machine: there is no tool on the conveyor to guide the correct dressing trajectory. There is no detection system on the machine able to catch channel o open seal. Corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) . The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
It was reported by the retailer that one piece of the product had dirty primary packaging. The product was not used. The photographs depicting the issue were received from the complainant.